Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation was performed but the explanted device has not been received for investigation yet.

Event description:
On (B)(6) 2025, the parent reported an intermittent sound with the device. On june 3, the parent said the intermittent sound was getting more frequent. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the housing's header assembly, which could be confirmed by residual gas analysis. Other mechanical damages found are attributable to the removal surgery. The investigation findings appear to match the content of the patient report. This is a final report.

Event description:
On (B)(6) 2025, the parent reported an intermittent sound with the device. On (B)(6), the parent said the intermittent sound was getting more frequent. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2025, the parent reported an intermittent sound with the device. On (B)(6), the parent said the intermittent sound was getting more frequent. The recipient has been re-implanted.